Manufacturer narrative:
Additional information received: b2, b5, h1, h6 have been updated according to information received from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
It was reported that the patient expired while on support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. Major bleed: the cause of the major bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date updated. Correction: d4 UDI information was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low flows and bleeding into the chest tube. The patient was transfused blood products and was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.